Event description:
The event is reported as: during surgery the applier did not close the clip properly. No patient injury reported. No further information available.

Manufacturer narrative:
The product has not been returned to manufacturer at this time. The results of the investigation are not available at the time of this report. A follow-up investigation report will be submitted when completed.